Event description:
It was reported that while a patient underwent an atrial fibrillation ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter, the physician discovered what is suspected to be thrombus/clot on the complaint catheter. The catheter was replaced and the issue resolved. There was no patient consequence and the procedure was completed successfully with a similar like device. The product has not been returned to bwi for analysis.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: stockert generator, serial# unk. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The product has not been returned. The product investigation is pending.

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch bi-directional navigation catheter, the physician discovered what is suspected to be thrombus/clot on the complaint catheter. The bwi failure analysis lab received the device for evaluation on. The returned device was visually inspected upon receipt and it was found in normal conditions. There was no clot observed. Per the event, the catheter was tested for electrical performance, temperature response, and stockert compatibility, and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.